Event description:
It was reported intermittent high, out of range high voltage lead impedance high to out of range was observed. No further information is available at this time.

Manufacturer narrative:
(B)(6).